Event description:
The device had been in place for approximately 1 year. A pinhole developed approximately 1 inch below the y-port. Skin irritation developed. The patient was treated with a medicated power and a liquid antibiotic the device was removed in the e.r. One patinet involved.